Event description:
It was reported that the evis lucera elite gastrointestinal videoscope had a malfunction of zoom. The device was returned for evaluation. During the device evaluation, it was found that there was a foreign matter found in the suction channel during the quotation inspection. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The additional evaluation findings are as follows: insertion section zoom damaged, universal cord suction tube clogged and wrinkled; insertion section angle wire stretched, chipped, cracked and defective. Insertion section image guide protector damaged, insertion section objective lens scratched, insertion adhesive around light guide lens had an appearance defect, insertion section plastic distal end cover had a dent, insertion section connecting tube was buckling and scratched. Universal cord protector of the endoscope suction connector scratched. Control section switch box scratched, control section switch 3 and 4 had wear. Control section switch 1 and 3 had a scratch. Insertion section image guide protector was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. The customer aspirated the water through the instrument/suction channel. No abnormalities in the accessories used in reprocessing. Customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The customer brush the instrument channel, instrument channel port, and suction cylinder. Olympus will continue to monitor field performance for this device.